Event description:
It was reported through the implant card that the patient underwent a full revision surgery due to a lead discontinuity. The product has been disposed of hence product not available for product analysis. Physician indicated that he did not know if x-rays were taken since problem was discovered out of state. However, he stated that information was received that showed that leads were dysfunctional. No diagnostics results were provided. Physician did not know if any patient manipulation or trauma occurred that could have contributed to the event.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.